Event description:
Analysis was completed by the manufacturer and the reported handheld was found to fail to power on due to a missing battery cover. Once the missing cover was replaced with a known good battery cover, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the software indicated that the flashcard and software performed according to functional specifications.

Event description:
It was reported by a company representative that a nurse's handheld was not working as it would not power on. Troubleshooting was performed via phone by a company representative but the issue prevailed. At the moment good faith attempts to obtain the reported handheld returned to the manufacturer for analysis have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating the battery latch was missing when she picked up the handheld from the initial reporter. She suspected this was the reason for the reported event. The reported handheld was returned to the manufacturer and currently undergoing analysis.